Manufacturer narrative:
(B)(4). Visual examination of the returned product identified wear marks, scratches, and light nicks, with one of the collet arms fractured off. The fractured piece was not returned. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during the cleaning process the instrument was noticed to be fractured. A radiograph was done on the patient and determined that the fractured piece was retained by the patient. There are no plans to retrieve the fractured piece at this time. No additional information is available at the time of this report.